Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital due to a syncopal episode. The device then delivered several inappropriate shocks due to t-wave oversensing. Tachycardia therapy was exhausted in some of the stored episodes. Review of the stored episodes noted the patient had a potential bradycardia event at the time of the t-wave oversensing. Boston scientific technical services (ts) discussed potential programming options. This product remains implanted and in service. No changes were made. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.